Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side deflation. Device remains implanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: crease fold, wear abrasion, yellow particles in the inner surface and four openings. A leak test and microscopic analysis were performed which identified: one smooth crease opening on the anterior side and three sharp crease openings. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: one smooth crease opening on the anterior side due to a fold flaw opening and three sharp crease openings due to a fold flaw opening.

Event description:
Healthcare professional reported a left side deflation. The device has been explanted.

Manufacturer narrative:
Reason for reoperation: deflation.

Event description:
The device has been explanted.